Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached in multiple pieces under 1,000 joules. Also, it was reported that the fiber cap pieces could not be retrieved. The fiber cap pieces were flushed. A resistoscope was used to complete the procedure. No patient injury was reported.